Event description:
Caller reported a malfunction on the pump, identified with a malfunction code, which was not resettable. There was no adverse impact to the customer's blood glucose level. Customer was informed that a replacement pump with updated software would be sent, with necessary training available in their tandem source account. Consequently, the customer would use multiple daily injections as a backup therapy. Technical support advised the caller on how to prepare and return the malfunctioning pump, and a replacement pump was dispatched without requiring a signature upon delivery.